Manufacturer narrative:
(B)(4). Additional concomitant medical products: 118001, versa-dial/comp ti std taper, 149770; ep-115395, e1 44-36 rtnv +3 hmrl brg, 888710; cp561548, cstm bi-ang rev shld 44mm tray, 730420; 115330, comp rvrs shdr glen bsplt +ha, 493880; 115394, comp rvs cntrl 6.5x20mm st/rst, 804220; 180559, comp nlk scr 3.5hex 4.75x25 st, 224740; 180559, comp nlk scr 3.5hex 4.75x25 st, 191260; 180559, comp nlk scr 3.5hex 4.75x25 st, 073230; 180560, comp nlk scr 3.5hex 4.75x30 st, 375670. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02565, 0001825034 - 2018 - 02566, 0001825034 - 2018 - 02564, 0001825034 - 2018 - 02568, 0001825034 - 2018 - 02569, 0001825034 - 2018 - 02570, 0001825034 - 2018 - 02571, 0001825034 - 2018 - 02572, 0001825034 - 2018 - 02573. Product location unknown.

Event description:
It was reported that the patient was revised due to pain, loss of range of motion, and loosening. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.